Event description:
Cook became aware of the attached retrospective study involving cook instinct endoscopic hemoclip. See relevant excerpts: this study was a retrospective, single-arm, multicenter and post-market study of patients treated with the hemoclip from (B)(6) 2016 through (B)(6) 2019 at 2 participating clinical sites in the united states. Three hundred twenty-two patient datasets from 2 clinical sites were enrolled in the study. Data included in this report span from (B)(6) 2016 (date of earliest index procedure included in the study dataset) through (B)(6) 2019 (date of last index procedure included in the study dataset. Clinical site number of patient datasets provided (B)(6) hospital (B)(6) USA 161 (B)(6) clinic 161 total patients 322 for the primary performance outcome, defined as the ability to successfully deliver the device for intended purpose, overall, 574/580 (99.0%; 95% ci, 97.8%-99.6%) of hemoclips achieved success, as reported in table 3.6-2. Three instances of delivery/access failure were reported as reasons for hemoclip failure. 1 inadvertent (premature) deployment (cook reference (B)(4)). 1 misplaced clip (cook reference (B)(4)). 1 clip dislodgement (subject of current report). Two perforations were reported during the study period, and both were reported from the same site. Both perforations were deemed to be not related to the device by the site pi. In at least one instance, the site of perforation was different from the site of clip placement. No other adverse events, including rebleeding or mortality related to rebleeding or perforation, were reported during a follow-up period of 1 year.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.